Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence. Tandem technical support educated the customer that this is off label. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.